Event description:
On (B)(6) 2022: it was reported that the patient wore hearing aids with closed domes from (B)(6) till (B)(6). In a orientation appointment on (B)(6), the patient did not mention any ear reaction, and responded ''no'' to irritation/drainage/reaction. Some unknown point after (B)(6), the patient switched to tulip domes that were provided. Reported on (B)(6) that she had reactions in both ear canals and had to be seen twice in urgent care due to itching, irritation, redness, inflammation and discomfort, without drainage. Urgent care prescribed antibiotic ear drops for her at the first visit, and recommended that she should not wear the hearing aids. It is unknown whether the hcp performed an allergy test. The patient stopped wearing the hearing aids on (B)(6). She went back to urgent care a second time, and was given different drops and still told to keep hearing aids out of ears. Hcp does not have any photographs or medical records. The patient reported that this have never happened before, and the patient has no known history of allergies or hypersensitivity. No history of ear infections or wax, or any obstruction in ear canals. Hcp is unaware if the affected areas could have been exposed to other chemical, and reports speculatively could have been used but not that he is aware of.

Manufacturer narrative:
Manufacturer's ref#: (B)(4). Technical investigation concluded: a device history register review have been completed. No deviation or changes were found during manufacturing of the device. The clinical investigation concluded: as hearing aids are designed to have skin contact with the end user, the materials used in the hearing aids are biocompatible and a biological evaluated according to procedure #00066720 corp proc,biol evaluation. A generic material list is provided in #0332250 materials used in gn hearing products. Case information states that end user is experiencing irritation, redness, itching and inflammation in the ear where the hearing instrument's domes contact the skin. Investigation and case did not include images or definitively conclude that no other chemicals came in contact with the dome. Clinical conclusion on the case is that it is possible the reaction was caused by use of the hearing aids and that stopping use of devices or changing devices or device material is appropriate. Clinical evaluation according to 0378040 clin eval plan&rpt,ha&tsg: skin reactions is identified in the risk analysis and mitigated to an acceptable level through device design by compliance with standards for biocompatibility and hearing aid maintenance. The user guide instructs the hearing aid user to contact the hearing care professional if skin irritation occurs. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risk register reference: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register. Based on the above information the case is still considered reportable as the event / incident did lead to, or might led to, death or a serious injury. This case is considered as a single incident and will be included in regular trending. No actions have been initiated based on this individual event.